Event description:
At home, the patient suffered a cardiac arrest. The paramedics were called and resuscitated patient. Patient was brought to emergency department and diagnosed with posterior myocardial infarction. Emergency department physician attempted to place a central line in the femoral artery. The guidewire became stuck in the vessel. Patient began coding again. After resuscitation, patient taken to CT for head CT scan and then emergent craniotomy. Next day, cardiovascular surgeon removed guidewire at the bedside.